Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00118. Related manufacturer reference number: 1627487-2021-00302. Related manufacturer reference number: 1627487-2021-00303. It was reported the patient was experiencing ineffective stimulation and stimulation was decreasing by itself. Diagnostic testing indicated high impedances. Reprogramming was initially able to address the issue; however, patient¿s both leads were found to be migrated. In turn, surgical intervention was undertaken wherein it was discovered that one of the leads was fractured at the anchor site and the anchor was also broken. The lead and anchor were explanted and replaced. The physician decided to place the new lead up higher at t4. The existing lead was also revised to t4. This addressed the issue. It is unknown which anchor was broken and was explanted, therefore both anchors are being reported.